Event description:
I was reported that during an implant attempt the right atrial (ra) lead had positioning difficulties due to the long length of the lead. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.